Event description:
It was reported that the patient presented for follow up with the device pocket inflamed. The patient was scheduled for pocket revision on (B)(6) 2025, and the implantable cardioverter defibrillator (ICD)was repositioned. The patient was stable before and after the procedure.